Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Updated: age at time of event, patient sex, describe event or problem, device lot number, device expiration date, name prefix, device manufactured date. (B)(6). Occupation from health professional to physician. (B)(4).

Event description:
It was further reported that there were no patient complications noted after procedure and the patent's' condition was stable.

Event description:
Same case as: 2134265-2014-00800. (B)(4). It was reported that a guide wire detachment occurred. During a percutaneous transluminal angioplasty procedure, an adjacent protective rotawire was placed in the aberrant left circumflex coronary artery (lcx) and was cut by a rotalink plus burr being utilized in the right coronary artery. Multiple attempts were made to retrieve the rotawire, but they were unsuccessful. It was determined that surgery would be contraindicated due to the patient's age and previous lung surgery. The guide wire tip was left in the lcx. The patient was scheduled for follow up.